Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, it was reported that during a follow-up CT scan it was discovered the patient had iliac limb occlusion. The location of the limb occlusion is unknown. The physician decided to perform a fem-fem bypass and the blood flow was restored. The patient is fine. The physician commented that the possible cause of the occlusion might be due to the patient's narrow landing zone (narrow vessel) and strong tortuosity. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show that the proximal neck appears moderately angulated; the neck diameter below the lowest left renal is 21 x 24mm (flow lumen). The aaa diameter measured 5cm maximum. The iliacs were moderately tortuous. Films post-implant show the ipsilateral limb and extension were placed on the left. The contra was placed on the right side, and a limb extended into the right external iliac artery. The stent graft was occluded from above the bifurcate flow divider and distally throughout the contra limbs. The ipsilateral limb was patent. There were no obvious stent graft kinks, and the distal od of the contra extension measured approximately 10mm. The exact cause of the occlusion could not be determined.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (occlusion), (cause is unknown). Conclusion: (cause is unknown).